Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:958:0000 was confirmed during product evaluation. The assignable root cause was found to be fluid ingress to the keypad. The main keypad was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.48.92.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter turkey for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted (B)(4) baxter to report a colleague infusion pump with failure code 500:320:958:0000 ; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.